Event description:
On (B) (6) 2009, the pt underwent repair of a 6.8cm thoracoabdominal aortic aneurysm as well as debranching of the celiac and superior mesenteric arteries to gain an adequate distal landing zone, with right iliac superior mesenteric artery celiac bypass using an 8mm dacron graft. On (B) (6) 2009, a f/u computed tomography revealed a distal type I endoleak. On (B) (6) 2010, the pt underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.